Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the batteries in the customer's insulin pump were only lasting three weeks. Her blood glucose was unknown at the time of reporting. No equipment is being returned. No additional information was reported.